Event description:
Customer complaint - limited data available. The customer stated that the device sparked, while emitting smoke and sparks.

Event description:
Customer complaint - limited data available. Customer complained of device popped, sparks flew and smoked.